Manufacturer narrative:
Concomitant medical product: 694775 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was noted with high thresholds, high impedance, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.